Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of 150 ohms, which is high out of range. It was also noted that the implantable cardioverter defibrillator (ICD) has been implanted since 2013 and device replacement is likely imminent due to normal battery depletion, so it was advised to revise the lead during the device replacement procedure to confirm the cause of the high shock impedance. The patient is noted to come up on the not monitored reports for the clinic and it was found that the patient keeps unplugging the communicator and has been inconsistent with the in-person follow-ups. The lead remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of 150 ohms, which is high out of range. It was also noted that the implantable cardioverter defibrillator (ICD) has been implanted since 2013 and device replacement is likely imminent due to normal battery depletion, so it was advised to revise the lead during the device replacement procedure to confirm the cause of the high shock impedance. The patient is noted to come up on the not monitored reports for the clinic and it was found that the patient keeps unplugging the communicator and has been inconsistent with the in-person follow-ups. Additional information was provided. It was mentioned that although there is a high degree of variability in the shock impedance daily measurements, this presentation is not consistent with calcification/mineralization. The ICD device was explanted and replaced and defibrillation threshold (dft) test was performed with the new device, after which the shock impedance was observed at 85 ohms, which is within normal range, therefore, the rv lead revision was not performed and the lead remains in service. No additional adverse patient effects were reported.